Event description:
When user was on lift, inside vehicle and starting the slow-function, user reportedly broke his leg. User was transported to hosp and later released and is currently using the lift. Unable to determine how injury to user occurred.

Manufacturer narrative:
H3) testing by MFR found a broken down-stop wire. The down-stop wire was repaired. The broken down-stop wire could not have contributed to the lift's inadvertent operation. H6) adjusted codes.